Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens and could not get it to unfold properly in the eye. The lens was removed without any pt injury and the back up lens was successfully implanted. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Lens would not unfold in eye.